Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4. H4. H11 corrected data: d10. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part 04.037.245s, lot h620102: manufacturing date: (B)(6) 2018. Expiration date: (B)(6) 2028. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was completed: the trochanteric femoral nail advance was received in two parts along with its associated fenestrated blade and screw. The nail is fractured along the walls of the upper lateral opening where the fenestrated blade would have been inserted through. Both pieces of the nail are covered in scrapes. The prong of the lock prong subcomponent is broken off with the fragment not having been returned. No other issues could be identified with the returned portions of the device. Dimensional inspection showed the relevant complaint dimensions were conforming. The relevant drawings were reviewed. The complaint is confirmed for the tfna. The device was broken into two pieces along the walls of the opening for the blade. The lock prong subcomponent¿s prong has broken off as well. The entirety of the device is covered in surface level scrapes. There was no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the patient underwent a hardware removal and revision due to a broken trochanteric femoral nail advance (tfna) nail. Initially, the patient had trochanteric femoral nailing advance system (tfna) implantation on an unknown date. Procedure outcome and patient status is unknown. Concomitant devices: locking screws (part: 04.005.530, lot: l850584, quantity: 1), helical blade (part: 04.038.415s, lot: h274523, quantity: 1). This report is for a 12mm/130 degree titanium (ti) cannulated tfna nail. This is report 1 of 1 for (B)(4).